Manufacturer narrative:
D10 ¿ product received on: 10feb2020. Investigation ¿ evaluation: it was reported that during flushing of a redo double lumen tpn catheter (c-tpns-7.0d-65-redo) from an unknown lot number the line cracked proximal of where the catheter branches. The primary nurse was flushing and heparinizing the patient's blue lumen the catheter when this event occurred. Some minor resistance was noted but the nurse reported they did not force the flush in any way. During the flushing process the line cracked proximal of the "bifurcation" leaking saline and the patients blood. Using disposable, gentle clamps, the line was clamped above the break, the break site cleaned and then covered. The catheter was repaired and the cracked section retained to return to cook. The catheter was placed for treatment of acute myelogenous leukemia. The catheter was placed in the right chest/subclavian. Additional device sterilization processes were performed prior to use - the nurse performed a scrub of the needleless connector prior to attaching a prefilled syringe for flushing. The ancillary devices being used as the time of failure were: an ICU medical inc. Microclave clear neutral connector, no specified size, mc100 and bd, posiflush xs 10 ml, 306572. The was device was coiled neatly underneath a transparent dressing and the two lumens which extended beyond the dressing were taped to the patient¿s abdomen. The patient was active. The initial break in the device was only partial, visualized as a crack in the line 2-3 mm in length. The catheter was repaired. At this time, there is no known serious harm to the patient besides some blood leakage. A review of the complaint history, instructions for use (IFU) and quality control, as well as a visual inspection of the returned device were conducted during the investigation. The complaint device was returned for evaluation. An analysis of the returned device found that the winged fittings on both lumens of the catheter are separated at the glue bond with the adjacent clear silicone tubing. Additionally, a document based investigation evaluation was performed. A review of the device master record found that the current controls are sufficient to identify this failure mode by inspecting the device prior to device distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record could not be carried out due to a lack of lot information. There is no evidence to suggest there is any nonconforming product in house or out in the field. A review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: -silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. The following suggested catheter maintenance is also provided. ¿. If catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc2000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause was not established. It was found that the product line meets specifications, but that separation and leakage of the device is an inherent risk of device usage. The properties of silicone may result in lower material strength when compared to catheters constructed of other stronger material (e.g. Polyurethane). This lower strength leads to the potential risk of more catheter separations/leakages due to a variety of causes. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant products: ICU medical inc. Microclave clear neutral connector, no specified size, mc100; bd, posiflush xs 10 ml, 306572. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a redo double lumen tpn catheter cracked during flushing and leaked saline and blood. The catheter was placed in the right chest/subclavian for treatment of acute myelogenous leukemia. The nurse performed a scrub of the needleless connector prior to attaching a prefilled syringe for flushing in order to sterilize the device prior to use. While the primary nurse was flushing and heparinizing the blue lumen of the catheter, some minor resistance was noted but the nurse did not force the flush in any way. During the flushing process, the line cracked proximal of the bifurcation, leaking saline and the patient's blood. Using disposable, gentle clamps, the line was clamped above the break and the break site was cleaned and then covered. The device was coiled neatly underneath a transparent dressing and the two lumens which extended beyond the dressing were taped to the patient¿s abdomen. The patient was active. The initial break in the device was only partial, visualized as a crack in the line 2-3 mm in length. The catheter was then repaired. At this time, there is no known serious harm to the patient besides some blood leakage. No other adverse effects have been reported for this incident.